Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On december 12, 2016, it was reported that the device does not cut skin, goes deep and shallow. The customer returned an air dermatome device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6), 2013 where it was reported that the device was sent in as part of the 2012 skin graft initiative and the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, o-ring, damaged head, calibration shaft, width plates, and repair of the autoclave case were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by on december 19, 2016 revealed that the motor speed and calibration were both within specification. The neck piece was damaged. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6), 2016 which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, o-ring, neck, and the hand piece assembly. Air dermatome, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during initial inspection it was revealed that the device calibration was out of specification. The root cause of the reported was due to the device calibration was out of specification.however, it was also revealed that the neck was damaged. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the dermatome doesn't cut skin, it goes deep and shallow. Additional information received (B)(6) 2016 explained further that during surgery the dermatome was being used to take a skin graft and cut the tissue too thin. Therefore, the surgeon was required to take several strips of skin (2-3) trying to get one that would be useable. The case took longer due to having to take more skin then planned; however, it was not an extended length of time.